Event description:
Boston scientific received information that this right ventricular lead exhibited a lead safety switch. It is unknown if this was activated due to high or low impedance measurements. The lead switch was reset, and this lead will maintain a unipolar configuration for now until a course of action is determined. All other lead measurements are within normal limits with the exception of some noise present at last check. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.